Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regq4548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet wire in midline unraveled during removal. Full wire was able to be removed but with difficulty. Uneventful, successful midline insertion with no known trauma to stylet or line. Area of unraveling was in the middle of the stylet wire. Inserter states that this is the second incident she has experienced of the stylet unraveling in this midline." This report addresses the first incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One stiffening stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The core wire and coiled wire of the stylet were found to be broken and the coiled wire was observed to be unraveled. Multiple bends were observed in the stylet and a red warning hang was present on the stylet. A microscopic observation revealed the distal tip of the stylet was missing. The break site of the core wire was observed to be angled and peaked but mostly flat, and linear striations were observed leading up to the peak of the break. The break site of the coiled wire was observed to be mostly flat and distinct, and the distal end of the coiled wire was observed to be slightly bent while the coils just proximal to the break site were found to remain tightly coiled. The observed characteristics of the break sites in the returned stylet are indicative of damage caused by a sharp instrument such as scissors or a scalpel.

Event description:
It was reported "stylet wire in midline unraveled during removal. Full wire was able to be removed but with difficulty. Uneventful, successful midline insertion with no known trauma to stylet or line. Area of unraveling was in the middle of the stylet wire. Inserter states that this is the second incident she has experienced of the stylet unraveling in this midline." This report addresses the first incident.